Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, all channels of the subject device tested positive for pseudomonas aeruginosa (13 cfu). The facility also informed that the subject device was re-tested. The suction channel, the biopsy channel and the auxiliary water channel of the subject device tested positive for pseudomonas aeruginosa (the number of microorganism of each sample is follow). - the suction channel 134 cfu /dm. - the biopsy channel 72 cfu /dm. - the auxiliary water channel 6cfu /dm. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".